Manufacturer narrative:
(B)(4). D10: 42522100910 - articular surface medial congruent - 66689558. 42540200035 - all-poly patella - 66651109. 42532007902 - tibia cemented - 66497666. G2: foreign - event occurred in australia. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right knee arthroplasty. Subsequently, the patient underwent 2 manipulations under anesthesia for stiffness. A secondary surgeon believes the patient is fibrotic and the joint line has shifted which caused patella superiorly resulting in maltracking. The patient was revised approximately 1.5 years implantation. Attempts have been made and no further information has been provided.